Event description:
Keeps running while on safety. It is unknown at this time, how the device was being used at the time of the event, if the event was repeatable, if the procedure was completed successfully, or if there was any patient involvement.